Manufacturer narrative:
B5 and h6 (health effect - impact code) were updated. H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined due to the limited clinical information provided. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that there were no clinical factors found which would have contributed to the event. Nor could a causal relationship between the s&n device. Further impact to the patient is not anticipated. Based on the limited information provided a thorough medical assessment could not be performed; therefore, we are unable to conclude specific factors known to contribute to the alleged report. No containment or corrective actions are recommended at this time.

Event description:
It was reported that after a shoulder arthroscopy with a bioinductive implant, tendon anchors, bone anchors and tendon stabilizing guide, the patient had a re-rupture of the dorsal supra and cranial infraspinatus tendon. The ventral supraspinatus tendon loosened tendon texture on (B)(6) 2023, but is was well in continuity. It was treated with physio therapy. Patent outcome is recovered/resolved.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that after a shoulder arthroscopy with bone anchors, the patient had a re-rupture of the dorsal supra and cranial infraspinatus tendon, ventral supraspinatus tendon with loosened tendon texture on jan-2023, but well in continuity. It was treated with physio therapy. Patent outcome is recovered/resolved.